Event description:
Information received related to a trail conducted outside of the united states reporting that the pt had a non-q mi(ck and ck-mb elevation) three days post-procedure, after hospital discharge. The pt was re-hospitalized and underwent re-ptca on the target lesion.